Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the reset. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump, with instructions to call back if the issue reappeared.